Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed a broken ball bearing and corrosion damage to the motor and the press plug. The motor was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
The micro oscillating saw was sent in for repair due to overheating during routine maintenance visit. There was no pt involvement; no adverse event was reported.